Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 09/23/2016-product analysis: the device was returned and evaluated by product analysis on 08/25/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the black box revealed no related issues; data relevant to the reported issue was overwritten due to continued use. The battery cap was able to secure properly to the pump. No damage was found to the battery cap and compartment; the cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.